Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported to be bacteria. As the source of the bacteria was not identified and no additional information could be obtained, the cause of the peritonitis event will be assessed as unknown. The patient was hospitalized and treated with an unspecified anti-inflammatory drug solution for the event. At the time of this report the patient was not recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter declined to provide any further information.